Event description:
It was reported to philips that the v60 will not power on and is beeping every 1-2 seconds. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer (biomed) has attempted to unplug the v60 battery and run the device on ac power, but the device still will not power on. The biomed requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
The philips service engineer (pse) replaced the power management (pm) board and the central processing unit (cpu) to resolve the reported issue. The removed components were returned for failure analysis. The pm board passed all testing. The customer complaint was verified. The root cause is a failure of processor ic u3.